Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury and difficult imaging were unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. Two xtw's were implanted successfully. To further reduce tr, an additional xtw (lot: 40918r1008) was chosen for implantation. The clip was grasped posterior septal successfully. Before deploying, the clip ripped out of the posterior leaflet. After this, an additional grasp could not be performed due to the damage and the clip was removed. The procedure was abandoned, ending with tr unchanged grade 4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.